Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, difficulty in breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found the dust/dirt contamination found at the air inlet, iso port, on the motor casing/impellers, bottom panel, front panel, and blower box. Slight black contamination at the blower seal of the blower box appears consistent with the keratin. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 8 errors. The manufacturer concludes contamination of dirt, dust, keratin found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, difficulty in breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found the dust/dirt contamination found at the air inlet, iso port, on the motor casing/impellers, bottom panel, front panel, and blower box. Slight black contamination at the blower seal of the blower box appears consistent with the keratin. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 8 errors. The manufacturer concludes contamination of dirt, dust, keratin found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In the previous report section b (describe event or problem) was incorrect, correct section b - the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, difficulty in breathing, water on brain. There was no report of medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found the dust/dirt contamination found at the air inlet, iso port, on the motor casing/impellers, bottom panel, front panel, and blower box. Slight black contamination at the blower seal of the blower box appears consistent with the keratin. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 8 errors. The manufacturer concludes contamination of dirt, dust, keratin found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.